Event description:
It was reported, before the diagnostic colonoscopy procedure, the evis exera ii xenon light source did not light and the emergency lamp was blinking. There was approximately a 35 minute delay while they waited to use the unit from another procedure room. The patient was under monitored anesthesia care (mac) sedation, not general anesthesia. The procedure was completed with another similar device and no patient harm was reported. The event date was november 13, 2023, however additional information was received on november 20, 2023 that updated the reportability of the event from a reportable malfunction to a serious injury.